Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels throughout the day. After a usual lunch announcement, bg dropped for two hours, leading the user to overcorrect with high-carb foods. Bg rose to 401 mg/dl, and the user administered a manual insulin injection after several ¿less than usual¿ meal announcements failed to correct it. The agent confirmed the user had changed their 6 mm 23" teflon infusion set earlier in the day and that supplies were functioning properly. A follow-up showed bg trending down and the user feeling better. The lowest blood glucose (bg) recorded was 47 mg/dl, and the highest was 401 mg/dl. Bg was corrected through a manual insulin injection. The user's reported symptoms included nausea, thirst, and feeling sick. No medical intervention was reported at the time of call.